Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed tricuspid endocarditis and an infection. The organism identified was gram positive cocci in clusters. The patient was treated with antibiotics, the implantable cardioverter defibrillator system was removed, replaced, and no further patient complications have been reported as a result of this event.